Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation on getting error b30 was not confirmed. However, customer's allegation on video connector issue was confirmed. The device evaluation found that there was no image due to immersed and corroded video connector. In addition, evaluation found following reportable malfunction: the power switch failed to bounce back due to defective converter unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center had defective video connector and displayed error b30. The issue was found during diagnostic nasopharyngoscopy procedure. The procedure was completed using the same set of equipment, with no delay. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that no image was displayed due to corrosion on the video connector and the switch did not bounce back due to faulty power switch. Olympus will continue to monitor field performance for this device.